Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of left bundle branch block (lbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. The length of the membranous septum was 1.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient was developed with a left bundle branch block (lbbb). During the procedure, the valve was able to be implanted successfully at a depth of 5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On echocardiogram (echo), moderate paravalvular leak (pvl) was confirmed. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 22mm, non-abbott balloon. No pvl was observed with a mean gradient of 5mmhg. Temporary pacemaker was left in place for overnight monitoring. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Permanent pacemaker was reported to be not required. The implanter classified this event (heart block) as being related to the patient¿s past medical history. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.